Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove the cartridge and inspect the o-ring, which was found to be intact. Customer replaced the cartridge, successfully loaded it onto the pump, and resumed insulin without further issues.